Manufacturer narrative:
Results: the 3max started to stretch approximately 138.0 cm from the hub. The 3max was ovalized from the stretched point to the distal tip for approximately 13.5 cm. Conclusions: evaluation of the returned devices revealed that the neuron max was kinked. This type of damage likely occurred due to improper handling during insertion. If the device is forcefully manipulated at an angle, damage such as this may occur. Further evaluation of the returned devices revealed that the 3max was stretched and ovalized. The stretching likely occurred due to improper handling during use. If the device is advanced and then retracted against resistance, damage such as this may occur. The ovalization likely occurred due to continuous retraction of the 3max after the resistance was encountered. The kinked neuron max likely contributed to the stretching and ovalization damage to the 3max, and the resistance that was encountered during use. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00642.

Event description:
The patient was undergoing a thrombectomy procedure using a neuron max 6f 088 long sheath (neuron max) and a penumbra system 3max reperfusion catheter (3max). During the procedure, the physician experienced resistance while attempting to advance the 3max through the neuron max and the 3max was unable to advance; therefore; they were removed. However, upon removal, the physician noticed that the neuron max was kinked, and the tip of the 3max was ovalized. The procedure was completed using a new neuron max and a new 3max. There was no report of an adverse effect to the patient.